Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6; h11. The reported event was confirmed. Medical records were not provided. Visual examination of the returned product/provided pictures identified signs of use as well as wear and tear. There is damage on all surfaces of the device. There are gouges and scratches on the articulating surface. There is scratches and gouging on the outside perimeter of the device as well as on the back by the connecting feature. The device features, where measured, were conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when implanting the device onto the humeral stem, it was noticed the implant was disengaging from the stem once the surgeon relocated the shoulder, we have never seen this occur before. Everything was reported to be seated properly. Device was removed and another implant was opened and implanted of the same kind. The additional implant was implanted with no issues. Attempts have been made and additional information on the reported event is unavailable at this time.